Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experinced hypoglycemia and noticed an unacceptable discrepancy between the sensor glucose and the blood glucose values. Customer reported the blood glucose value of 51 mg/dl was treated with food/carbohydrate intake. The event involved product(s) mmt-1884, mmt-332a, mmt-7040a, mmt-243a. Troubleshooting was performed. Insulin delivery was not suspended due to the difference between sensor glucose and blood glucose. The sensor glucose value reported was 202 mg/dl. The difference between sensor glucose and blood glucose value was more than 30%. Advised to wait at least an hour and if blood glucose was stable to calibrate. Customer was using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of reported event. Customer does not believe the pump was over delivering. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-243a.